Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during implant attempt the left ventricular lead could not be successfully positioned due to patient anatomy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.